Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a reporter via a company representative regarding a patient who had a device implanted in their spine. It was reported that the patient suffered just terribly disabling and painful effects from the device. No further complications were reported or anticipated.